Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no: 915880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the essure on one side". The patient's concurrent conditions included anemia, claustrophobia and gestational hypertension. Concomitant products included doxycycline monohydrate, ethinylestradiol;norgestimate (ortho tri-cyclen), lansoprazole (prevacid), norethisterone (micronor) and tinidazole (tindamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods"). In 2013, the patient experienced dysuria ("dysuria"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginitis trichomonal ("trichomonas vulvovaginitis"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. In september 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cyst ("cysts"), ovarian cyst ("recurring cysts on ovaries"), abdominal pain ("right and left side abdomen area pain"), uterine pain ("uterus cramping/ pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), uterine disorder ("thickening of uterus") and ovarian cyst ruptured ("recurring cysts on ovaries and rupturing") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and had surgery hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, dysuria, ovarian cyst, dyspareunia, vaginal discharge, vulvovaginitis trichomonal, fibroma, uterine disorder and ovarian cyst ruptured outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the cyst, dysmenorrhoea, uterine pain and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, dyspareunia, dysuria, fibroma, genital haemorrhage, menorrhagia, ovarian cyst, ovarian cyst ruptured, pelvic infection, pelvic pain, uterine disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginitis trichomonal to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted as per pfs: removal date of essure device: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in december 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of product technical complaints. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; a quality-safety evaluation of ptc was unable to confirm complaint. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infection"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no. 915880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting the essure on one side". The patient's concurrent conditions included anemia, claustrophobia and gestational hypertension. Concomitant products included doxycycline monohydrate, ethinylestradiol;norgestimate (ortho tri-cyclen), lansoprazole (prevacid), norethisterone (micronor) and tinidazole (tindamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods"). In 2013, the patient experienced dysuria ("dysuria"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginitis trichomonal ("trichomonas vulvovaginitis"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced cyst ("cysts"), ovarian cyst ("recurring cysts on ovaries"), abdominal pain ("right and left side abdomen area pain"), uterine pain ("uterus cramping/ pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), uterine disorder ("thickening of uterus") and ovarian cyst ruptured ("recurring cysts on ovaries and rupturing") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, dysuria, ovarian cyst, dyspareunia, vaginal discharge, vulvovaginitis trichomonal, fibroma, uterine disorder and ovarian cyst ruptured outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the cyst, dysmenorrhoea, uterine pain and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, dyspareunia, dysuria, fibroma, genital haemorrhage, menorrhagia, ovarian cyst, ovarian cyst ruptured, pelvic infection, pelvic pain, uterine disorder, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginitis trichomonal to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), pelvic infection, dysuria, recurring cysts on ovaries and rupturing, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, trichomonas vulvovaginitis, uterus cramping/ pain, right and left side abdomen area pain, back pain, bleeding, fibroid tumors, thickening of uterus, difficulty inserting the essure on one side. Event outcome was updated for the event: cysts, bleeding, back pain, uterus pain, right and left side abdomen area pain, pelvic pain, dysmenorrhea (cramping). Concomitant drugs and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("cysts"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and cyst outcome was unknown. The reporter considered cyst and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.